Manufacturer narrative:
Device name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set this MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
During a vena subclavia procedure, the guide wire was inserted smoothly, but it could not be withdrawn. When it was taken out together with the catheter, it was deformed "badly" and could not be re-inserted.